Event description:
It was reported that the system 9600emi had no display on the right monitor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The video connections for the right monitor were made secure. The system was tested and found to be working as intended and placed back into service.